Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrector stopped working during a vitrectomy procedure. The status of the aspiration functioning was not known. The product was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a plastic bag for the report of no cut and no actuation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was visually inspected and was found non-conforming with possible surgical debris on the cutter in port and the port face, with a bent needle above the stiffener, and with the cutter stuck in the port. No functional testing could be performed due to the cutter remaining stuck in port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter. The inner cutter is severely bent. The inner cutter/coupling adhesive bond fillet was found non-conforming. No wear marks were observed at the bend area. Gouge marks were observed down the entire length of the front of the inner cutter. The returned complaint sample was unable to be functionally tested. However, the cutter remaining stuck in the port would contribute to a cut and actuation issue as was reported. The root cause for the observed non-conformance is due to the separation of components within the probe. It appears that before surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure has been reviewed and was found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming; therefore, an investigation photo of the returned sample has been reviewed with the applicable production personnel to raise awareness of this issue and is documented on the facility's correction action / preventative action (CAPA)/review training form. Probe assemblies are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).